Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped working five years after implant. The patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was noticed that the tubing was ripped just above the pump. The were no patient complications related to this event and the patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the product analysis confirmed the reported allegation of mechanical issues and tube perforation. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the ams700 ipp flat reservoir was tested. The reservoir had worn at a fold in the reservoir shell, but no leak was found, therefore the wear would not affect the functionality of the device. The ams700 ipp cylinders were inspected. Both cylinders had folds that indicate possible buckling of the cylinders in the cylinder bodies. Both cylinders had a hole from avulsion in the outer tube in the cylinder bodies and a pinhole was present when inflated with a syringe. The kink resistant tubing (krt) of both cylinders was fatigued and worn down to the filament. The ams700 momentary squeeze (ms) pump was examined, the pump kink resistant tubing (krt) was fatigue and worn down to the filament and a leak was present. The pump was functionally tested and did not pass the 8lb. Activation test requiring more than 8lbs. Of force to activate. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped working five years after implant. The patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was noticed that the tubing was ripped just above the pump. The were no patient complications related to this event and the patient is expected to fully recover.